Event description:
It was later reported the health care provider was notified on (B)(6) 2016 and would have the system re-evaluated. The step taken to resolve the reported issue was noted as: the fall was recorded and patient needed the machine to be evaluated. It was noted that the loss of therapy has not been resolved but the fall has been.

Event description:
The patient reported she was having problems with bowel incontinence. The patient felt stimulation. The patient stated she increased amplitude last night to 2.0 and could feel stimulation sensation after increasing however still another accident had after increasing. The patient reported she was in the hospital for a whole week last week, because she fell after having a seizure. Patient reported she has an appointment next week but will contact the hcp to let the office know of her circumstances. Event date: (B)(6) 2016. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.